Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from rep. It was reported that the rep turned the stimulator off so that the patient would not continue to get cramping. The cause of the cramping was not fully determined. The patient may be sent up for a revision procedure to determine if the leads are fully in the epidural space. The patients stimulator is now off and not in use until the patient follows up with her health care provider. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient was experiencing cramping upon increasing amplitude. The manufacturer representative stated that upon turning on the device, the patient was getting leg, back, and abdominal stimulation when using lower amplitudes. Impedances were checked and all values were within normal range. The manufacturer representative attempted to reprogram the patient¿s device but it was unknown if it resolved the issue. The patient¿s healthcare provider (hcp) was made aware of the issue and was going to do imaging to verify that the leads were in the correct position. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.